Event description:
The customer reported that the user noticed a quarter size bulge in the silicone segment when infusing an unspecified medication. There was no report patient harm. It was reported by the facility biomed that the "8015 and 8100 associated with this report were checked out fully by one of my technicians, and it passed all tests with no issues." Received a copy of the customer's medwatch report from the FDA which states, "antibiotics were being hung on a patient. The tubing was loaded into the car tridge and programed appropriately. The pump responded with a channel error warning. The channel was opened and found to have a large bolus of fluid in the tubing causing it to swell. The tubing was immediately clamped off and removed from the patient. The tubing and the pump were sent to biomed." An incomplete date of event of (B)(6) 2018 was provided.

Manufacturer narrative:
The customer report of a bulge/balloon in the silicone segment was confirmed. During visual inspection of the set received it was noted that the silicone segment tubing had a ballooned bulge near the upper fitment. Functional testing showed no anomalies. The root cause of the balloon/bulge was identified as an IV push medication or flush being executed below the pump without first clamping the tubing above the injection port.

Event description:
The customer reported that the user noticed a quarter size bulge in the silicone segment when infusing an unspecified medication. There was no report patient harm. It was reported by the facility biomed that the "8015 and 8100 associated with this report were checked out fully by one of my technicians, and it passed all tests with no issues." Received a copy of the customer's medwatch report from the FDA which states, "antibiotics were being hung on a patient. The tubing was loaded into the car tridge and programed appropriately. The pump responded with a channel error warning. The channel was opened and found to have a large bolus of fluid in the tubing causing it to sv1ell. The tubing was immediately clamped off and removed from the patient. The tubing and the pump 1·1ere sent to biomed." An incomplete date of event of xx-oct-2018 was provided.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the user noticed a quarter size bulge in the silicone segment when infusing an unspecified medication. There was no report patient harm.